Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found within the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter: discovered an oily liquid in the syringe when opened the outer package.

Manufacturer narrative:
H.6 investigation summary: multiple photos were provided to our quality team for investigation. Through visual inspection, silicone is visible inside the syringe. A device history review was performed for reported lot 2202013, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2202013 and found to be within specification. While we cannot identify a direct issue, silicone can be visible due to issues related to poor distribution inside the barrel. H3 other text : see h10.

Event description:
It was reported that foreign matter was found within the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter: discovered an oily liquid in the syringe when opened the outer package.